Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the damage was observed in the sleeve during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sleeve was torn in the middle of the infusion sleeve which is consistent with damage that occurs as a result of the phacoemulsification tip inadvertently piercing through the infusion sleeve during setup. This user error will cause a tear in the infusion sleeve consistent with what was observed for this sample. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to user handling. Current tracking indicates no adverse trend for this lot for this event. The manufacturer internal reference number is: (B)(4).